Event description:
In 2007, the patient's mother changed the patient's cannula at 10am in the thigh. At 11am, the patient's blood glucose measured 325 mg/dl, 281 mg/dl at 1pm, and 276 mg/dl at 3pm. At 5pm, there was blood in the patient's infusion tubing, and the mother changed the cannula and placed the infusion site in the patient's belly. At 6pm, the patient's blood glucose had lowered to 176 mg/dl. At 8pm, the patient's blood glucose measured 353 mg/dl and at 9pm her blood glucose had lowered to 163 mg/dl. The patient's normal blood glucose level is 120 mg/dl. No further information is available.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.